Event description:
Information was received from a friend/family member regarding a patient who was receiving an unknown intrathecal medication via an implantable pump for unknown indications for use. It was reported that the patient has had the pain pump for probably 10 years and has had a couple of different pain pump doctors that have managed care of the patient's implant. It was noted back in july, the previous managing hcp fired the patient because lab results showed something that the patient shouldn't have had. The pump had been empty for 3 weeks, and was alarming every 10m for 10-15 seconds. It was reported that besides the withdrawals the patient was going through, the pump was beeping. The patient had to go to the emergency room (ER) on saturday due to the withdrawals. It was noted they found a healthcare provider (hcp) that was willing to consult with the patient to remove the pain pump, but they could not see this hcp until february. The patient was doing everything to get through the withdrawals, but the alarming was "driving the patient to insanity", and was adding to the patient's frustrations and pain. It was noted that due to the withdrawals and the pump alarming, the patient had discussed taking their own life. The patient felt like they were being treated like a junkie due to the "bad decision" over the summer that showed up on the lab results. Physician listings were requested. It was reported when the patient was fired by the hcp, they were given enough oral medication and medication from the pump to get through until 3 weeks ago when the pump went completely empty and the patient ran out of oral medication. The patient was in pain and nobody was helping. It was noted the pump was implanted for the patient's problems prior to implant and it was really hard on the patient. Finding out about the lab results led to the patient to being fired, 2 weeks ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.